Manufacturer narrative:
The facility indicated that there were no pt effects resulting from the embedded fragment. The investigation into this event is ongoing at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Event description:
The tip of a proguide needle broke-off. The broken proguide was discovered after CT scanning when measuring the reference distance before treatment planning. The needle was removed and the broken fragment of the proguide needle remained in the pt. The facility indicated that there were no pt effect resulting from the embedded fragment.